Event description:
It was reported that the subject flow diverter was successfully implanted in a patient's right internal carotid artery-ophthalmic (c6 segment) on (B)(6) 2022. Post procedure on (B)(6) 2023 patient presented to the emergency department (ed) for concern of numbness, tingling and heaviness in left arm. Etiology narrowed down to concern for possible tia (transient ischemic attack). Computerized tomography (CT) / computed tomography angiography (cta) performed showed negative. It was reported that the transient ischemic attack was non-serious and no treatment required. After symptoms resolved, discharged home with recommendation for outpatient neurology follow-up, as well as prescription for atorvastatin. It is indicated that adverse event (ae) was resolved on (b)(60 2023 and the ae outcome was indicated as recovered/resolved. It is indicated that the ae is possibly related to study procedure and to an underlying condition or disease and unlikely related to the study device. Rationale for relationship to the study device was indicated as "principle investigator advises that relation to device is highly unlikely due to time difference between flow diverter placement and these symptoms. Because the symptoms arouse on the left side and the flow diverter was placed on the right side. The physician felt that a "possible" relationship to the procedure could not be ruled out". Patient has a past medical history of hypertension, severe headache/migraine, depression, anxiety, obesity.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated no treatment was required per site. The subject took statin prior to this event. The adverse event ae did not result in any treatment. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event of patient transient ischemic attack tia as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the subject flow diverter was successfully implanted in a patient's right internal carotid artery-ophthalmic (c6 segment) on (B)(6) 2022. Post procedure on (B)(6) 2023 patient presented to the emergency department (ed) for concern of numbness, tingling and heaviness in left arm. Etiology narrowed down to concern for possible tia (transient ischemic attack). Computerized tomography (CT) / computed tomography angiography (cta) performed showed negative. It was reported that the transient ischemic attack was non-serious and no treatment required. After symptoms resolved, discharged home with recommendation for outpatient neurology follow-up, as well as prescription for atorvastatin. It is indicated that adverse event (ae) was resolved on (B)(6) 2023 and the ae outcome was indicated as recovered/resolved. It is indicated that the ae is possibly related to study procedure and to an underlying condition or disease and unlikely related to the study device. Rationale for relationship to the study device was indicated as "principle investigator advises that relation to device is highly unlikely due to time difference between flow diverter placement and these symptoms. Because the symptoms arouse on the left side and the flow diverter was placed on the right side. The physician felt that a "possible" relationship to the procedure could not be ruled out". Patient has a past medical history of hypertension, severe headache/migraine, depression, anxiety, obesity.

Manufacturer narrative:
D4 gtin - corrected. B2 outcomes attributed to ae - updated. B5 executive summary - updated. H6 clinical signs code grid - updated. Health impact code grid - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated no treatment was required per site. The subject took statin prior to this event. The adverse event ae did not result in any treatment. Additional information received on 11 feb 2025 states ae2 potential complaint, ¿persistence of aneurysm¿ refers the aneurysm remained with blood flow in, not occluded. The harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported events: 'patient transient ischemic attack tia' and 'patient medical or surgical intervention required' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the subject flow diverter was successfully implanted in a patient's right internal carotid artery-ophthalmic (c6 segment) on (B)(6) 2022. Post procedure on (B)(6) 2023 patient presented to the emergency department (ed) for concern of numbness, tingling and heaviness in left arm. Etiology narrowed down to concern for possible tia (transient ischemic attack). Computerized tomography (CT) / computed tomography angiography (cta) performed showed negative. It was reported that the transient ischemic attack was non-serious and no treatment required. After symptoms resolved, discharged home with recommendation for outpatient neurology follow-up, as well as prescription for atorvastatin. It is indicated that adverse event (ae) was resolved on (B)(6) 2023 and the ae outcome was indicated as recovered/resolved. It is indicated that the ae is possibly related to study procedure and to an underlying condition or disease and unlikely related to the study device. Rationale for relationship to the study device was indicated as "principle investigator advises that relation to device is highly unlikely due to time difference between flow diverter placement and these symptoms. Because the symptoms arouse on the left side and the flow diverter was placed on the right side. The physician felt that a "possible" relationship to the procedure could not be ruled out". Patient has a past medical history of hypertension, severe headache/migraine, depression, anxiety, obesity. Update: additional information received on 07 feb 2025 per internal medical review (imr) identified ae #2 as target aneurysm retreatment due to persistent right internal carotid artery aneurysm since it was never occluded during the 1st procedure. The ae was resolved.